Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a battery failure (red alarm). The aic was sent in for investigation. No patient is involved.

Manufacturer narrative:
The investigation for the reported console (aic) red alarm issue has been completed. The aic was returned for evaluation. Upon functional evaluation, battery failure issue was able to be reproduced. Lcd charge level indicator on battery 2 was completely empty. The data logs were reviewed and confirmed the battery failure on the occurrence date. The root cause of this issue is battery internal cell imbalance.